Manufacturer narrative:
The correct analysis results are now attached. The ICD and the lead were not returned for analysis. The analysis is therefore based on the analysis of the production documents and the study of the returned data. The transmitted data from (B)(6) 2019 contained an iegm section from the status report. Matching the clinical observation, this showed interference signals in all three channels. However, there were no indications of a malfunction of the ICD. An insulation defect of the lead cannot be ruled out. The provided x-ray images showed a dislocation of the atrial dipole in the right ventricle, leading to increased slack in the intracardiac area. This could have led to an increased stress level of the lead in the implanted state. In addition, damage in the clavicular area can also not be ruled out based on the provided images. The manufacturing process of the ICD and the lead were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper ICD behavior. In summary, the cause of the clinical observation cannot be conclusively determined based on the available data. No indications of a malfunction of the ICD were found during the analysis. Damage to the lead insulation can, however, not be ruled out based on the available information.

Manufacturer narrative:
The ICD and lead were not returned for analysis. Analysis is therefore based on an assessment of the production documents and an investigation of the data submitted. The data submitted on (B)(6) 2019 contained an iegm excerpt from the status report. This showed interfering signals on all three channels, which reflects the clinical observation. There was, however, no indication of an ICD malfunction. A lead insulation defect cannot be ruled out. The ICD and lead production processes were checked. The production documents did not show any irregularities. All production steps were correctly executed. A standard electrical outgoing goods test was performed, and the ICD was documented to be in good working order. In summary, the root cause of the clinical observation cannot be determined based on the data available. There was no indication of an ICD malfunction during the analysis. However, damage to the lead insulation cannot be ruled out. If additional relevant information or the actual lead become available, the investigation will be updated accordingly.

Event description:
It was reported that, approx. 21 months after the implantation, oversensing was noted. There was no mention of intervention.